Event description:
It was reported that the customer received a message from the pump stating that a minimum of 50 units was required to complete the load sequence. The cartridge had been filled with 300 units on insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.